Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 11 times and fired 10 reloads (7 blue, 1 white, 2 blue, in that order). On installs 1, and 3-10, all clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the firing was completed with 1 pause for compression. There were no incomplete unclamps during the procedure. On install 11, the stapler failed to engage with the system. System logs show 1 instance of error code indicating that the aux/action axis failed to engage. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the system logs.

Event description:
It was reported that on post-operative day (pod) 1 after a da vinci assisted esophagectomy, the patient underwent a reoperation. A staple line made with a blue sureform 45 reload failed, and was found to be completely open. There were further undisclosed complications at the anastomosis made by a third-party stapler. A revision was performed.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: the surgeon of the procedure said the staple line was found to be partially open. This was identified post-operatively by a change in quality of drain fluid. The partial opening was a result of either the second or third stapler fire. The surgeon said they did not think any da vinci products malfunctioned and caused or contributed to the dehiscence. Rather, the surgeon said the cause of the dehiscence was the condition of the tissue and that two staple lines were crossed during this event. The surgeon said they did not experience any intra-operative complications with the sureform 45 stapler instrument. The surgeon said there were no staples missing from the staple line and no malformed staples. The surgeon said there were no complications related to a third party stapler instrument. The patient has fully recovered as of post-operative day 42.

Event description:
Refer to h11 for follow-up information.